Manufacturer narrative:
Analysis of the recharger , model 97755-s, s/n (B)(6) found recharge antenna failure as controller freezes when trying to stop recharging. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. It was reported that they have been having issues when trying to charge their implant. Caller stated that the controller will go to a blank white screen and sometimes it will just cut off. Caller also stated that sometimes they see an error code that says to replace the controller battery soon and software problem (1-intellis, 2-3.6, 3-58, 4-qf_new). Caller added that they have to take the battery out of the controller 2- 3 times every time they charge the implant and the implant doesn't want to charge at times. Caller mentioned they saw a screen that the paddle was unplugged, but it was still plugged in to the controller. Agent asked caller if the controller charges normally when plugged into the ac power supply and caller confirmed it does. The pt did not have the recharger at time of call. Agent will call pt back at 4:30 to gather recharger serial number. Agent made outbound call to the pt - pt stated they see no damage to the recharger but, the paddle does get pretty warm (no pt harm reported).  Agent recommended to monitor implant charging with replacement recharger and can call back if issue persists. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.